Event description:
After 29 months of implantation, the ICD device involved in this MDR report was explanted because the elective replacement indicator was reached. There was no indication that the eri will be reached during previous follow ups. Therefore, the physician is requesting the analysis of the device.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009),